Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The report of the thermogard console displaying mid09 (air trap assembly) error message was confirmed during functional testing and in the event log. The root cause is due to a damaged air trap block due to liquid contamination. Upon visual inspection no physical damage was observed. Evaluation of the console revealed mid09 (air trap assembly) error message upon power up. The analysis of the event log revealed mid09 error messages. The cause of the error message was due to a damaged air trap block due to liquid contamination. After replacing the air trap block, the console was functionally tested and found no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed mid: 09 (air trap assembly) error message on the display panel screen. The reporter was unable to specify if the issue occurred during device check or patient use. No known impact or patient consequence.